Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated at a routine follow-up visit. In addition, tones were unable to be elicited with the application of a magnet.